Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID (B)(6) & study ID (B)(6). It was reported that patient had symptoms of pain increase over past 5 months, patient received multiple injections, patient had relief from injections. Currently pain increases by the end of the day with struggling to walk and sit for prolonged periods. Endorses ongoing left leg shooting pain which radiates to left lateral shin. Right leg pain radiates to posterior buttock x-ray showing adjacent level disease (l4/5). Interventions: action subtype: ae result in hospitalization action result: no action subtype: any other actions taken action result: no action subtype: did the ae result in any treatment action result: yes action subtype: injection action result: yes injection-1: injection name: steroid date: (B)(6) 2024 levels: l5-s1 details: epidural injections transforaminal lumbar left l5,s1 injection-2: injection name: steroid date: (B)(6) 2024 levels: other spinal level details: transforaminal sacral/caudal action subtype: physical therapy action result: yes sponsor assessment stated that possible related to the grafting, to the post fix and to the interbody device. Additional information received adjacent level disease l4-5 injection-1: injection name: steroid, date: (B)(6) 2024, levels: l4-l5 details: epidural injections, transforaminal lumbar left l5, s1 injection-2: injection name: steroid, date: (B)(6) 2024, levels: other spinal level details: transforaminal sacral/caudal action subtype: physical therapy action result: yes site related assessment not related to capstone peek spinal system implant, posterior supplemental fixation system, tlif grafting material and related to procedure. Additional information received that no device deficiencies have been reported. Site procedure was transforaminal lumbar interbody fusion l5-s1. Site related assessment not related to intervertebral body fusion device. Sponsor assessment not related to procedure and possible to intervertebral body fusion device. There was no malfunction with the medtronic products involved. Additional information received that site related assessment not related to procedure. Additional information received that sponsor assessed stated that possible related to tlif grating, to the post fix and to the ib fusion. Cec adj as possible to procedure and post fix, and not related to ib fusion and grafting. Adverse event info: does the adverse event involve a lumbosacral spinal level: yes if yes, levels involved: l4-l5 add surgical proc date - 01: (B)(6) 2025, details surg proc - 01: l4/5 tlif is the additional surgical procedure an elective removal - 01: no does the additional surgical procedure involve a spinal level - 01: yes add. Surg: if yes, levels involved - 01: l4-l5 does the additional surgical procedure involve an explant related to the study procedure - 01: no interventions: action subtype: ae result in hospitalization action result: y action date: (B)(6) 2025, end date of the hospitalization: (B)(6) 2025, if subject hospitalized, is it a prolongation (>24 hours) of an existing hospitalization: n action subtype: any other action(s) taken action result: n action subtype: did the ae result in any treatment action result: y action subtype: injection action result: yes injection-1: injection name: steroid date: (B)(6) 2024, levels: l5-s1 details: epidural injections transforaminal lumbar left l5, s1 injection-2: injection name: steroid date: (B)(6) 2024 levels: other spinal level details: transforaminal sacral/caudal action subtype: physical therapy action result: yes action subtype: surgical treatment action result: yes details surg proc - 01: revision and extension: l4/5 tlif with removal and replacement of original rods site seriousness assessment stated that there was hospitalization, medical intervention and severity of ae is severe. Explant date is (B)(6)2025 date of revision and extenstion: l4/5 tlif with removal and replacement of original rods. No product return status information available and there was no product malfunction reported.

Manufacturer narrative:
D4: lot is unknown; UDI is unknown h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.